Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 02/26/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/26/2015 with the following findings: visual inspection revealed that the battery compartment was cracked below and above the bumper pad. The returned battery and cartridge caps were used to complete all testing. (B)(6).